Event description:
It was reported that a 6-0 prolene broke post operatively on a carotid endarterectomy. The same day, the pt was brought back to the or. The site was re-sutured without any pt consequences.